Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multi-functional cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The multi-functional cable was returned to zoll medical (B)(4). The malfunction was observed and was attributed to damaged pins on the connector. The cable was scrapped and the customer received a replacement cable. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.